Event description:
It was reported by repair work order that the headend lift was stuck at an elevated height due to a damaged cpu and potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.